Event description:
Same case as: 2134265-2015-01892. It was reported that an air leak occurred. While preparing the floswitch for an aneurysm coiling procedure, an air leak was noted. It was noted that normal air pressure of the device was used. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
(B)(4).